Manufacturer narrative:
.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation with rapid ventricular response. The patients medication was adjusted. The patient was in good condition and will continue to be monitored.